Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager was dispatched to evaluate the iabp and was able to confirm the reported issue. To address it, the stm replaced the power supply and then performed all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that while placing the cardiosave intra-aortic balloon pump (iabp) into the containment device in helicopter the ac module broke causing charging issue. There was no patient involvement, thus no adverse event was reported.